Event description:
It was reported that when using the bd pyxis¿ medstation¿ es device had frozen and was not responding. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-jul-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that device had frozen and was not responding. A field service engineer (fse) was unable to reach anyone listed in the work order. Remote smart service was in, device was online, remote login worked without issues, and system configuration confirmed all drawers and cubies were detected with no problems. The system functioned as intended after the field service engineer investigated the issue.